Event description:
Pt had successful implant of a bifurcated device. The plan was to use the powerlink device in combination with a cuff. During the case, an 80 degree bend was found in the aortic neck. The physician attempted with a cook cuff, however, it fell into the aneurysm sac. A second cuff was used and inadvertently covered the renals. The pt was converted to open repair and all devices were explanted. The pt is doing well.

Manufacturer narrative:
Unk if physician returned explanted cook device to MFR. Review of lot records/ work orders, prior reports. No issues were noted. Info related to cook device not available.